Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was twave oversensing resulting in inappropriate shock. Follow up information was received and indicated the parameter on the lead was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.